Event description:
It was reported that during a surgical procedure, a screw was being inserted into a fifth metatarsal plate when the screw head fractured and separated from the shaft. The remaining portion of the screw shaft was retained within the patient and was not removed. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign - south africa. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.